Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with mitral annular calcification (mac) and restricted posterior leaflet. A mitraclip xt was prepared per the instructions for use (IFU), inserted, and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened from roughly 10 degrees to roughly 25 degrees. Troubleshooting was performed, and the lock was able to be held. The clip was then deployed on the leaflets, reducing mr to a grade of 1-2. It was noted that the physician was satisfied with the result. There were no adverse patient effects and no clinically significant delay in the procedure